Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. On an unreported date, the patient was treated with ip loading dose injections of vancomycin 1gm and amikacin 150mg, and continuing 3x/day ip injections of fortum 500mg and reflin 500mg. At the time of this report, the patient remained hospitalized. The root cause and outcome of the peritonitis were unknown. Pd therapy was ongoing.